Event description:
A pt reported two sets of blood glucose comparisons with results of "169 mg/dl" with a lifescan meter and "269 mg/dl" on a laboratory device for the first set and "179 mg/dl" with a lifescan meter and "314 mg/dl" on a laboratory device for the second set, both performed between 11-20 minutes of each other. Between the tests there was an intervention that would be expected to change the blood glucose. The meter, test strips, and control solution were replaced.